Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump): it was reported no disposable clamp tubing alarm was experienced. Air in line, green flow stop. Patient not affected. No additional information available.